Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. After predilating the lesion using an unspecified balloon, a 3.00mm x 20mm promus element stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.